Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d9;g3;h2;h3;h6;h10. The following section was corrected: d1. Visual examination of the returned product identified both devices had damage to the locking feature and the area around the scallops. The neutral liner also had indentations to the outer diameter. Dimensional analysis of the product determined that the product, where measured, was conforming to product specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during the procedure, two liners were not able to be assembled with the shell. A third liner was used to complete the procedure. There was no harm or health impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 30103203 / 32mm i.d. Size c neutral liner / lot #: 66704215. G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.